Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. The uninterruptible power supply (ups) was replaced on the imaging system. They tested the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Suspected part has been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A site representative reported that, outside of a procedure, the mobile viewing station (mvs) rebooted itself twice unexpectedly. There was no patient present at the time of the event. The site brought in a different imaging system for the procedure. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.